Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  The system controller and user interface pcb assemblies were replaced and proper device operation was observed through functional and performance testing.  The device  was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was powering itself on and off.  There was no report of the reported issue occurred during patient use.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue.  The system controller and user interface pcb assemblies were replaced and proper device operation was observed through functional and performance testing.  The device  was then returned to the customer for use. The device was not returned to physio-control for evaluation.